Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The device was fired and ejected the remaining clips due the found condition and then, it locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a cholecystectomy procedure, the device was inserted into the patient's body, then it was found that the trigger was hard to grasp. When the device was going to be removed from the patient's body, the jaw was not closed. So the device was removed with a trocar. After that, the doctor grasped the trigger several times, but the clip was not fed into the jaw with an abnormal sound. The device was not used for the patient and another device was used to complete the case. There were no adverse consequences for the patient.